Event description:
A wilson-cook four shooter saeed multi-band ligator was used to band esophageal varices. When all four bands were fired and the endoscope was removed from the patient, the barrel detached from the end of the endoscope into the esophagus. The barrel was retrieved with a snare, and the patient was reported to be in good condition. The instrucitons for use for this product line direct the user to reference the product label for endoscopes that are compatible with this device. The device was used in this case in compatible with endoscopes that have an outer diameter of 9.5 mm to 13.0mm information that was provided with this report indicated the physician used one of two endoscopes during this procedure. (An olympus gif-xq200 or an olympus gif-xq230) both of which have an outer diameter of 9.2mm.